Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a sensor that would not calibrate. The customer reported the sensor cannula was bent upon removal from their body. Customer also reported experiencing a high blood glucose of 450 mg/dl during the incident. The customer also reported the sensor would go into threshold suspend at 60 mg/dl during this incident. The customer also reported experiencing a low of 40 mg/dl the night prior. Customer stated they over compensated for their low blood glucose, causing them to experience high blood glucose the next day. The customer also reported the needle came out on the second button press and pulled out the whole sensor during sensor insertion. Customer did not troubleshoot for the insulin pump. Customer declined to return the insulin pump for analysis.